Event description:
System will not power up. It has been reported to philips that the system will not power up. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not turn on. The fse was unclear whether the 480v ac was tested or not. The fse checked the main breaker in the m-cabinet as a part of repair work. The fse found that the marathon ups was not operational after performing the onsite diagnosis. The fse confirmed that the malfunction was caused by the ups which went offline. The fse restarted the ups and verified it to resolve the issue. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.